Manufacturer narrative:
The customer¿s report of tubing damage was confirmed; however, it was found to be a break at the filter component rather than a separation as reported. Visual inspection of the set showed a break at the filter component. Inspection under magnification showed stress marks at the break site. Functional testing was not performed due to the breakage. The root cause of the customer¿s report could not be determined.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the tubing separated at the filter during an unspecified infusion. There was no report of patient harm.